Event description:
Related manufacturer reference number: 2017865-2025-15696. New information received noted that the pacemaker was explanted with unspecified reason. The pacemaker was explanted and replaced.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2025-11038. It was reported that the patient presented with unspecified anomaly on the right ventricular lead. No intervention was performed. Patient status was not known.

Event description:
New information received notes that the right ventricular lead exhibited noise over-sensing which resulted in pacing inhibition. The patient experienced dizziness. The lead was capped on (B)(6) 2025. The patient was stable.